Event description:
This notification is being reviewed due to a user of a dreamstation bipap avaps30 device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to the manufacturer for evaluation. During evaluation, visible foam degradation was observed within the device assembly. Device log history was not retrievable due to error 7051 (an error occurred attempting to communicate with the device.)